Event description:
Caller reported that their pump screen was dark and would not turn on. There was no reported impact to the customer's blood glucose level as the caller declined to answer the question about their blood glucose exceeding 500 mg/dl. Technical support instructed the caller to confirm that the pump was not connected to a power source and tried several steps that eventually led to the pump turning on when connected to a known working power source. Upon turning on, the pump displayed a welcome message, but the battery capacity was less than or equal to 20%. It was confirmed that the pump shut down due to low battery, as the customer had received a shutdown alarm 12 prior to the shutdown. Technical support educated the caller about necessary actions such as resetting insulin on board and max hourly bolus, manually restarting cgm sessions, and reloading the cartridge after the pump shuts down or resets. The caller was also provided with battery best practices and advised to ensure the pump was charging when plugged in, which they acknowledged and understood.